Event description:
It was reported that the double fenestrated bipolar instrument pin broke on the instrument during a da vinci unilateral salpingo-oophorectomy procedure. The pin was retrieved and the planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the crimp referred to as the pin by the customer) was missing at the instrument distal clevis hub. The cable crimp was not returned with the instrument. In addition, the pitch cable was found to be broken at the proximal clevis hub. The hub did not exhibit any wear and the other cables at wrist were undamaged. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. The evidence was inconclusive, but the damage may have been caused by mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.